Event description:
Patient reported right side "deflation" and "textured to smooth exchange due to concern with the product ". Healthcare professional additionally reported "any creases" and "valve delaminated from shell" with the note "detached implant found in capsule¿. The device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation and delamination.

Event description:
Patient reported right side "deflation" and "textured to smooth exchange due to concern with the product ". Healthcare professional additionally reported "any creases" and "valve delaminated from shell" with the note "detached implant found in capsule¿. The device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: "analysis of the returned device identified: crease fold, wear abrasion, opening linear on anterior, white and red particles outer device. Leak test and microscopic analysis were performed which identified: sharp opening on posterior and delamination of the diaphragm valve disk shell. The fill test inspection was performed, and the result is no blockage. A dimension measurement in the shell was performed which identified the thickness within specification. Based on the device analysis the final assessment is: a sharp opening on anterior assessed as an unidentified (tear) opening, a delamination total of the diaphragm valve disk shell (adhesive failure), and creases are observed but have no relationship with manufacturing." Trend analysis: "review of all complaints of a050401 - fluid leak for the period of may 2020 through apr 2022 related to date opened indicates that nine points are above the upper control limit. According to the severity, an additional analysis was performed to review the involved complaints with manufacturing date over the past 24 months. No patterns were found; therefore, no additional actions are deemed required. The trend of a050401 - fluid leak complaints will continue to be monitored and corrective actions will be taken in the future if deemed appropriate."